Event description:
It was reported that prior to use with 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the label on the tubes were missing. The following information was provided by the initial reporter: two tubes in this box were found without any label.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the label on the tubes were missing. The following information was provided by the initial reporter: two tubes in this box were found without any label

Manufacturer narrative:
H.6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3103445 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for broken tube, missing tube label or missing tubes. Retention samples from batch 3103445 (100 tubes) were available for inspection. For further investigation all 100/100 were inspected and all 100/100 tubes did not show signs of broken tubes, missing labels, or missing tubes. Three photos were received for review for this complaint. The first photo shows a single tube with a break near the bottom of the tube. This photo shows the batch information confirming batch 3103445 and expiration 2024-10-13. The second photo shows two tubes held above a box of tubes; the two tubes held above the box do not have tube labels. The third photo shows an open box of tubes, from the angle, there are 4 tubes missing from the box. No returns were received for investigation. The complaint can be confirmed for broken tubes, missing label, and missing tubes based on the evidence provided by the photo received. No complaint trends for this defect have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects. H3 other text : see h10.